Event description:
It was reported that pump displayed malfunction code 2 with a related fault ID, and customer had not previously reset pump for this issue. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through pump reset procedure, confirmed that malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if malfunction code appeared again.